Event description:
The patient had the generator explanted on (B)(6) 2016. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted into the emergency room due to infection at the generator site. The patient had recently had generator replacement surgery on (B)(6) 2016. No additional relevant information has been received to date. The generator device history records were reviewed and confirmed that sterilization was performed prior to distribution.